Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient had low cgm readings which she ¿corrected¿ many times throughout the day. The patient eventually experienced feeling very ill. It was unknown how, but the patient went to the hospital. When a fingerstick was taken the cgm reading was 6.0 mmol/l, and the blood glucose reading was 31.5 mmol/l. The patient would have experienced diabetic ketoacidosis. No specific treatment was reported. It was unknown how much time the patient spent at the hospital, but it was confirmed it was more than 24 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.